Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device died. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device died out was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the cord had been torn in half exposing the wires. There was no visible damage observed to the wires. However, during repair the cord was reconnected and device ran for the full length of the specified time with no power loss observed. The assignable root cause was determined to be component damage caused by user error, abuse, and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly..